Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 16588849.

Event description:
It was reported that patients lead is completely fractured. No contacts are working, and therapy is only on patients right side of the body.

Event description:
It was reported that patient's lead is completely fractured. No contacts are working, and therapy is only on patients right side of the body. Additional information was received that all components were explanted and discarded per hospital policy. The patient was doing well postoperatively.